Event description:
The customer reported that the numbers on the insulin pump were scrolling automatically while setting a bolus. Troubleshooting was performed. The battery was changed and the alarm was cleared. However, the customer was unable to press the act button to bring up the main menu. The customer stated that the paramedics were called due to her low blood glucose, and treated her at home. The customer stated that the paramedics also were called and treated her when she collapsed due to low blood glucose at the store. Instructed the customer to call us when a low or high blood glucose event occurs. Advised the customer that a replacement of the insulin pump will be sent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.